Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, field data and device history records. Return testing was not performed as returns were not available. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. A cross functional team (cft) consisting of quality, technical and medical affairs agreed that the event represents a correct use. The cft agreed that the issue is adequately addressed in the risk management file. The ticket search by lot and testing could not be performed since the likely causative agent lot number is unknown. The ticket tracking and trending data was reviewed for the list number and does not identify any related trends for the product for the issue. The device history records were reviewed and did not identify any non-conformances or deviations associated with the list number of the product. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data through customers in the field. Review shows that the median patient results for the lot(s) reviewed are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot(s). Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect stat high sensitive troponin-I reagent.

Event description:
A literature article by broz, pavel, et al., ¿macrotroponins cause discrepancy in high-sensitivity examination¿, biomedical papers of the medical faculty of the (B)(6) university ((B)(6) 2023), documented falsely elevated architect stat high sensitive troponin-I results for one patient case when compared to other platforms (roche cobas 8000, beckman coulter au480, and siemens advia centaur xp). The following information was provided: case 1: a 57-year-old woman was admitted to the neurology department for cognitive impairment w/partial amnesia. On admission, subjective symptoms were relieved, however due to the ECG changes and chest pain that occurred 4 days ago, a cardiac troponin-I test was done using the architect stat high sensitive troponin-I assay on the architect i1000sr. The initial result generated was 1782 ng/l (99th percentile 13 ng/l). The troponin test was repeated with elevated values each time (1741, 3520, and 3622 ng/l). Therefore, the patient was transferred to the intensive care unit (ICU) to perform an angiography to rule out inferolateral non-q myocardial infarction. Coronary angiography showed only insignificant stenoses of both coronary arteries. Transthoracic and oesophageal echocardiography showed a normal result. The patient sample was then tested with troponin-t assay on the roche cobas platform and generated a result of 7 ng/l (99th percentile 14 ng/l) and 34 ng/l (after the coronary angiography). The sample was analyzed for troponin-I with other platforms. Those results were as follows: 5.6 ng/l (au 480, beckman coulter, 99th percentile 17.5 ng/l) and 4 ng/l (advia centaur xp, siemens, 99th percentile 47.3 ng/l). The patient has since then returned for checkups after the hospitalization and the following architect troponin-I results were: 395 ng/l (3 years after hospitalization), 360 ng/l (4 years after hospitalization), and 536 ng/l (5 years after hospitalization). There was no further impact to patient management reported.

Manufacturer narrative:
All available patient information is included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.